Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that cable needs to be reconnected. A field service engineer reconnected row board cable from drawer control board and back panel to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the device experienced a drawer failure. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.